Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental reportupon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision of the stem and biolox delta ceramic head after approximately 9 years and 10 months due to loosening of the stem.

Manufacturer narrative:
(B)(4) final report: additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, however the reporter confirmed that they did not have access to the x-rays or op notes, and that the patient was a young, fit and active man who played regular sport. The reporter also confirmed that the explants were never returned, so were no longer available for examination. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. Based on the provided information, the root cause could not be determined and thus this case is considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision of the stem and biolox delta ceramic head after approximately 9 years and 10 months due to loosening of the stem.